Event description:
Health care professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during the onset of the patient treatment. New disposables were used to continue the treatment without incident. Estimated blood loss = 300cc. The dialyzer was reused 8 times prior to the reported event. Hcp reports no patient injury or need for mrdical intervention.